Event description:
User stated a doctor had questioned some sodium results. The user pulled samples, recalibrated the ise and repeated the samples. User stated the repeat results were different from the initial results. Five patient samples were involved. One example was provided. Initial result 126 mol/l, repeat on another analyzer gave 128 mmol/l, repeat on this analyzer gave 132 mol/l. Erroneous result was repeated. User was uncertain of pt medical history, diagnosis, medications, or treatment and could not provide this information. The field service representative determined the cause to be evaporated internal standard. A field correction for this issue has been initiated.